Event description:
On 01/22/2024, it was reported by a sales representative via e-mail that an ar-8690ds implant systems tip of the scorpion needle wouldn¿t pierce through the tissue. This occurred during a plantar plate repair on (B)(6) 2024, where they opened the kit and attempted to use the dx mini scorpion. Upon deploying the needle from the kit through the device, the tip of the scorpion needle wouldn¿t pierce through the tissue. It appeared to have broken off/bent off. The case continued using other items in the kit to repair the plantar plate. No damage or harm was caused to the patient. It did add some extra time to the case as the surgeon had a more challenging time using the pigtails from the kit, but he ended up completing the repair in an average amount of time.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is damage to the device due to misuse. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was received.